Event description:
It was reported that the device short circuited when therapy was delivered and when the pocket was opened lead insulation damage was observed near the connector pin. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. ICD analysis confirmed lead arcing to the ICD can.